Event description:
Additional information: three clips were implanted (60627u156, 60627u154, 60701u146); however, it could not be determined which clip had detached from the leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detached from the mitral valve and migrated to the apex. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted; however, the mr remained at 4. On (B)(6) 2018, the patient underwent a chest xray where it was noted one of the clips had detached from the mitral valve and was in the apex. No treatment was performed at this time. The patient experienced no adverse patient effects as a result of the detachment. No additional information was provided.

Manufacturer narrative:
(B)(4). As it could not be determined which clip detached, the manufacturing and expiration dates have been provided for the 3 implanted clips. The results are as follows: part /lot: cds0201/60627u156, date of manufacture: 30-june-2016, expiration date: 30-june-2017. Part/lot: cds0201/60627u154, date of manufacture: 30-june-2016, expiration date: 30-june-2017. Part/lot: cds0201/60701u146, date of manufacture: 5-july-2016, expiration date: 5-july-2017. The device was not returned for analysis. Since it is not known, which of the three implanted clips underwent complete detachment, the lot history record (lhr) review for all three clips was performed. A review of the lot history record identified no manufacturing nonconformities issued and a review of the complaint history identified no similar incidents from the reported lots. All available information was investigated and a definitive cause for the reported complete clip detachment cannot be determined. The reported worsening mitral regurgitation (mr) appears to be a cascading effect of the complete clip detachment. Additionally, the reported embolism and foreign body in patient are possibly cascading effects of the detachment of device component. All available information suggest that the detached clip may have embolized and could not be retrieved. The reported patient effects of emboli, worsening mr and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.